Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date. Brand name and model # are unknown. No product information has been provided to date.

Event description:
It was reported that the device is showing no disposable alarm. No patient injury was reported.